Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The reported devise was investigated at the hospital by our field service technician. The device expiratory pressure transducer was verified faulty. After the pressure transducer was replaced, the device passed all functional and safety test per factory specifications. The replaced part was returned for investigation. The reported test failure was reproduced during the simulated use testing with the returned pressure transducer in a test ventilator system. Performed pre-use check failed the internal leakage test and pressure transducer test because the measured pressures from inspiratory and expiratory pressure transducers differed too much. The microscopic inspection of the pressure sensor show presence of an unknown fiber particles in the ceramic cavity on the top of the sensor's chip. The inside of the sensor shows a substance directly on the sensor surface. The conclusion is that the presence of the unknown fiber and the substance inside the sensor's chip has affected the pressure sensor¿s functionality, which caused failures during pre-use check. The root cause of how these particles/substance ended up on the pressure sensor has not been determined.